Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was discovered that the cable from ECG b to the distribution node looses its side to side and front to back channels when the cable is flexed. The cause of the loss of side to side and front to back signal was a damaged wire within the cable section. The root cause of the cable damage cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
Zoll lifecor customer support had reviewed the download of a (B)(6) male pt which revealed numerous arrhythmia alarms due to artifact. The pt's electrode belt was replaced.